Event description:
It was reported there was an overheating warning. It was also reported the programmer was very slow saving documents. During document save, cannot conduct testing for threshold or sensing tests. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there is fan noise and there was an overheating warning. It was also reported the programmer was very slow saving documents. During document save, cannot conduct testing for threshold or sensing tests. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported overheat issue. Analysis confirmed the reported noisy system fan (found out of electrical specification). Right keyboard hinge is broken.